Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that stent fracture occurred requiring an additional device. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left main (lm) coronary artery. A 12mm x 4.00mm promus elite drug eluting stent was deployed in the lm. After post-dilation with a 4.5mm x 8mm nc balloon, the physician observed a fracture in the midsection of the stent. Another 4mm x 8mm non-boston scientific stent was placed within the promus elite and the procedure was completed. There were no patient complications reported and the patient fully recovered.